Event description:
It was reported that thrombosis occurred. Two 6mm x 60mm x 130cm eluvia drug-eluting vascular stent systems were selected for use in a stent procedure in the femoral artery to treat a dissection. Both stents were implanted on (B)(6) 2020 over the dissection. The patient was okay post-procedure. On (B)(6) 2020, the patient was experiencing pain in the calf. Medical imaging showed the patient had thrombosis in the femoral artery. The clot, which was partially in the eluvia stents, was removed through aspiration using a non-boston scientific device. Another eluvia stent was implanted and angioplasty was performed in the femoral artery. The patient was not able to be on anticoagulants post-procedure due to their medical history. The patient was expected to fully recover.